Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to melting. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated apparent explant damage. The analyst noted that visual inspection found the outer insulation breached /melted, and that allow blood ingress on the proximal conductor. It is likely that the insulation breach contribute to the electrical complaint, and it was happened during the lead revision. No insulation breach in vivo was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited rising thresholds that eventually went to high. It was noted during the lead revision that there was blood visible inside the insulation of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.